Event description:
It was reported that the pump would not turn on. There was no reported impact to the customer¿s blood glucose level. The customer was issued a return merchandise authorization for the pump, numbered (B)(4).